Event description:
It was reported that the patient developed endophthalmitis in the left eye after the bd¿ blunt fill needle with filter was used to inject eylea aflibercept. As a result, the patient was hospitalized and underwent vitrectomy surgery with culture taking and antibiotic injections. The following information was provided by the initial reporter: "I would like to report a side effect of endophthalmitis to the patient after injection of the drug: eylea aflibercept 40mg/ml solution for injection. Batch number: kt0af2b. Expiry of the preparation: 28/02/2023. Event description: on (B)(6) 2022 a complaint was received at the pharmacy regarding the eylea preparation dispensed. Who underwent injection into the left eye on (B)(6) 2022. The patient was hospitalized in the ophthalmology department on (B)(6) 2022 with a working diagnosis of endophthalmitis. The patient underwent vitrectomy surgery with culture taking and injection of antibiotics on (B)(6) 2022." "Complaint (B)(4) has been received related to one unit eylea vial marketed in israel. Based on the description, the customer complained adverse event after injection: eye pain, blurry vision, va is worse, endophthalmitis. The patient had vitrectomy surgery."

Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided material number 305211 and lot number 8206851. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.